Manufacturer narrative:
The caster was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a planned maintenance visit, ge service representative noted a damaged caster. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. It appears the user ran over a cable with the anesthesia machine, lodging the cable within the caster. The cable was removed.